Event description:
Patient was revised due to infection. Loosening of the femoral, tibial, and patella components was found.

Manufacturer narrative:
No products were returned. Product information required to review the device history records was not provided. The investigation could not draw any conclusions about the reported event based on the provided information; however, infection after approximately 2-years implantation is unlikely to be product related. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.